Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Despite not receiving a field correction notice, the customer technical support (cts) confirmed and updated the customer's email, resent the notice, and completed the necessary form on behalf of the customer. They also assisted in resetting the pump, making sure the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues arise.